Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
While following up on a patient npce thought might have moved or been lost to follow up, we found out the patient was explanted back in 2021. We were provided extremely limited data regarding full explantation vs. Partial explanation but was told it was due to infection. No additional information was provided.